Manufacturer narrative:
Device had unresponsive buttons due to flattened (creased) all buttons dome switch. No unlocked j2/lcd keypad connector noted. Device had broken battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had crack on battery compartment and piece was broken was broken out. The customer¿s blood glucose was 7.6 mmol/l at the time of incident. Customer stated that the insulin pump was neither bumped nor dropped. Customer also stated that the drive support cap was normal. The insulin pump will be returned for analysis.